Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
When chair was in recline position, it would not lock in. Replacement was issued.